Event description:
The ge oec 2800 fluoroscopy system would not power up on first attempt. System re-cycled and function returned.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. System tested normal. Possible sequence boot error by user which would clear on reboot. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.